Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Health professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and visual analysis noted crease fold, black and white particles and a broken plug strap. A leak test was performed and leakage was observed. Under microscopic analysis a striated edged opening, consist with use of a surgical tool was noted on the anterior portion of the shell. The fill test inspection was performed and no blockage was observed. Based on the device analysis the final assessment is: two striated edged openings on anterior side due to surgical damage.